Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of a nurse not wearing a mask and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. The patient was hospitalized for unspecified stent placement. During that hospitalization, on an unreported date in 2011, it was reported that the nurse did not put on a mask and gave the patient peritonitis. Treatment was not reported and the outcome was unknown. Pd therapy was ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h10g30067with no exceptions observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.